Event description:
It was reported that during a stenting treatment procedure, removal difficulties were encountered. Vascular access was obtained via the left brachial artery. The 100% stenosed target lesion was located in the moderately tortuous left subclavian artery. A 6fr non bsc introducer sheath was placed, a .035 non bsc guide wire crossed the lesion and pre-dilation was performed with an unspecified balloon. The 8.0x20mm express vascular ld stent system was then advanced into the patient, but was not successful in crossing the lesion. During removal of the express stent system, the proximal portion of the stent became stuck on the distal end of the sheath. The physician was able to remove the express stent system when force was applied. The sheath was then exchanged for a long sheath and the procedure was completed with a different device. There were no patient complications reported and the patient's status is good. This product is only ous approved but it is similar to an approved us device.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).